Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
A programming error was reported. The pump was refilled back in (B)(6) 2010 with 1000mcg/ml, but left programmed as 500mcg/ml at 105mcg/day. It was confirmed that the patient was really getting 210mcg/day instead of 105mcg/day. The patient had not had symptoms of overdose. Additional information received reported that the patient had low muscle tone due to the programming error. A medication label was reviewed on 2011 (B)(6) and it was confirmed that 1000mcg/ml of baclofen was placed in the pump. The patient received double the amount of baclofen (210mcg/day versus 105mcg/day) due to programming error. It was noted that no bridge bolus was programmed. The device was reprogrammed on 2011 (B)(6). The concentration was updated in the pump to reflect the actual medication in the pump of 1000 micrograms/ml. Programming was corrected by changing dose to 210mcg/day, refilling with correct concentration, and decreasing dose to 180mcg/day for the desired clinical effect. The event was stated to be related to the device and not related to the implant procedure. The patient symptoms were low muscle tone, difficulty changing him (diapering and clothing), difficulty bearing weight, and difficulty standing. The event had resolved without sequela. The severity was said to be moderate. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.